Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported unknown side ¿uneven spot¿, ¿chest pains¿, and ¿fairly high amount of fluid accumulation¿. Device remains implanted.

Event description:
Healthcare professional additionally reported unknown side capsular contracture baker grade iii/IV. The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Additional, changed, and/or corrected data. Continued a2: on (B)(6) 1991. Photographic device evaluation: visual analysis of the photographs identified: the unit has an opening. Analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Patient reported " I became aware of an uneven spot and chest pains, which is why I went to see a doctor at the clinic. After an initial examination with the suspicion of an implant defect and capsular fibrosis, the deputy doctor referred me.. For an ultrasound. So I made an appointment with doctor, who performed an ultrasound on both breasts. Unfortunately, it could not yet be finally determined, but at the same time it could not be ruled out that an implant defect and/or capsular fibrosis is present. However, the ultrasound clearly showed a fairly high amount of fluid accumulation". This relates to the right device. Subsequently, physician provided further information reporting seroma and capsular contracture baker grade iii-IV, events were diagnosed by mammography and palpation. Device has been explanted.